Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one partially retracted unit with an unknown connector covering the needle tip. Upon inspection of received unit it was noted that the button has been pressed and the unit is partially retracted. It was found that the base of the hub has been caught on a lip created at the connection between the grip and barrel. The reported issue was confirmed. Based on the shape and location of the damage it can be concluded that the defect most likely originated during the manufacturing process. Misalignment of the probe or unit while inserting the plug may result in damage to the grip creating the warped effect observed on the unit.a device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract when the button was activated. The following information was provided by the initial reporter: "after performing an IV insertion, the auto retract function did not work on the IV needle when activated. There was no patient impact but it was a near miss for needle stick for staff working with the device"

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract when the button was activated. The following information was provided by the initial reporter: "after performing an IV insertion, the auto retract function did not work on the IV needle when activated. There was no patient impact but it was a near miss for needle stick for staff working with the device"